Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins battery reached eos or eri and the longevity was not met and the cause was unknown.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient experienced a loss of therapeutic effect since about mid-(B)(6) 2016. The patient programmer icon showed a ¿low battery¿ of the implantable neurostimulator (ins). Upon interrogation with a clinician programmer, the battery was noted to be at end of service. The patient¿s last amplitude setting was about 2-3v and ¿a little higher¿ in the last months, but it was unknown how much higher. The patient had ¿normal¿ settings; one positive and one negative electrode, standard programming parameters, and it was thought that there was no cycling. It was stated the operating life of the ins was ¿very short,¿ only lasting 1.5 years. In addition, all impedances were above 4,000 ohms and the programming parameters were lost. The ins was replaced. Intraoperative impedance measurements of the lead showed normal results. Motor responses were ¿high¿ during the procedure as well, at approximately 7-8v with electrodes 2 and 3. An x-ray of the lead was recommended to see if it had ¿dislocated.¿ at the time of report, the issue was resolved.

Manufacturer narrative:
Previously reported implant date is an approximation.

Manufacturer narrative:
Corrected information: sex: no eval explain code . If information is provided in the future, a supplemental report will be issued.